Event description:
The account generated a falsely elevated architect ca19-9xr result of 49.75 u/ml on a patient sample that repeated at 6.5 and 7.3 u/ml. The patient's historical ca19-9 values were around 10 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-25, that has a similar product distributed in the u.s., list number 2k91-27. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer returns were available for evaluation. A review of the product labeling concluded that the issue is sufficiently addressed. A review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 29274m500. Acceptance criteria were met, which indicates acceptable product performance. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. No malfunction was identified; this issue was limited to a discreet patient sample and the complaint text indicates the issue could be due to sample handling.